Event description:
It was reported, the patient experienced withdrawal symptoms of itching which began on (B)(6) 2012. The patient was hospitalized and spasticity symptoms were managed in the hospital. On (B)(6) 2012, the patient had the spinal catheter revised due to the previous catheter shearing off at the lumbar level. The spinal portion of the catheter was partially removed; part of it was left in the intrathecal space due to the length needed to go to the cervical area. The patient has two catheters, the last one just implanted and the previous catheter, the initial one that was not in the spinal area. It was indicated the explanted catheter will not be returned to the manufacturer. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter: product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter: product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter: product ID, 8590-9 lot# n257990, implanted: 2012 (B)(6). (B)(4).